Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. The customer also reported that the pump was exposed to moisture, a keypad anomaly, and a blank display. The blood glucose value at the time of the event was 560 mg/dl and hyperglycemia was treated with manual injection and by discontinuing the use of the insulin pump by the customer. The event involved product(s) mmt-1884, mmt-431ag, mmt-342g. Troubleshooting was performed for moisture damage. The customer reported that the pump was exposed to moisture, but there was no visible fluid in the pump. Troubleshooting was performed for a stuck button alarm. The customer reported buttons not being responsive after a keypad anomaly and/or stuck button alarm. The pump had not been exposed to an altitude change. Troubleshooting was performed for a display issue, and the customer stated that the battery cap contacts, battery compartment, and/or springs were not damaged. The customer was using the correct battery cap for the pump, inserted a new battery, and restarted the insulin pump, but the display did not return. Troubleshooting was not performed for hyperglycemia. It was unknown whether the customer was using the insulin pump within 48 hours of the reported event, and it was unknown whether the auto mode feature was active at the time of the event. No further patient complications were reported. Mmt-1884 was requested, and customer response was the device will be returned for analysis. The customer will discontinue the use of the device and revert to the backup plan as per health care professional instructions. No product return is required for mmt-431ag. No product return is required for mmt-342g.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump was received with a blank display after battery installation. Unable to perform the self test, sleep current measurement, and active current measurement, download the trace and history files utilizing thump (download difficulty), or verify the high bg and unresponsive keypad anomalies due to the blank display. The pump was cut open to perform a visual inspection. Moisture damage was found on the electronic assembly (pcba 1 and pcba 2), motor, and force sensor. A p-cap locks into place inside the reservoir compartment properly. The following were noted during a physical inspection: scratched case, cracked select button keypad overlay, stained keypad overlay, cracked battery tube threads, cracked battery compartment, faded and peeling serial number label, and pillowing keypad overlay. Blank display is confirmed due to moisture damage on the electronic assembly (pcba 1 and pcba 2). Download difficulty is confirmed due to the blank display. The the high bg and unresponsive keypad anomalies are unknown due to the blank display. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.